Event description:
Per the audiologist, the patient experienced non-auditory stimulation and pain with device use. A fistula had developed at the implant site due to an infection. Treatment with antibiotics (type not reported) was unsuccessful. The device was explanted on (B)(6), 2012, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.